Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported as the duodenovideoscope was leaving the patient's mouth, the single use distal cover fell off. The distal cap was removed from the patient's mouth. The issue occurred after the therapeutic endoscopic retrograde cholangiopancreatography. There was no delay and the procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the h6 component code. Additional information d4, primary unique device identification (UDI) number and manufacturer date.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it could be assumed that the distal end cover was used by the customer without being properly attached and dropped off due to the load during the case. Olympus will continue to monitor field performance for this device.